Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nu212t - excia t plasmapore 12/14 size 12mm. According to the complaint description, a right hip revision was performed postoperatively after stem subsidence due to under-sizing. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Additional information: b5 - description updated b6 - test data d4 - expiration date d10 - involved components h4 - production date h6 - codes updated investigation findings: the complained product was not available for investigation. Therefore, the investigation was based upon batch history review, and event description. Batch history review: the device history records have been checked for all available lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/ preventive measures: based on the current information and without the product being available for investigation, a clear conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.

Event description:
Update: invovled components: nk530k\ isodur prosthesis head 12/14 32mm m (aesculap ag reference (B)(4) nv202e\ vitelene insert f 32mm sym. (Aesculap ag reference (B)(4)